Manufacturer narrative:
Initial regulatory report indicated adverse event, but should have been adverse event and product problem.

Event description:
It was reported that during a procedure to reposition the patient¿s pump it was found that the patient¿s pump had eroded through the skin ¿somewhat¿ and the healthcare professional (hcp) decided to explant the system due to ¿exposure.¿ the hcp had been concerned about the possibility of infection and administered antibiotics as a precaution (there was no known infection at the time of the report). The reporter stated she did not know exactly when the "exposure" occurred; it was noted to have been ¿slow erosion.¿ the patient stated that the pump had been rubbing since implant, there had been scabbing, and at times the area was black and blue. The pump was explanted (B)(6) 2015 and the patient was discharged home on (B)(6) 2015. The pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter; product ID 8731sc, serial # , implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).